Manufacturer narrative:
No button error alarm noted during testing. All buttons functioned properly; however, the device had corroded keypad traces. The device also had cracked battery tube threads, cracked reservoir tube lip, and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 127 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.